Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for left side "ultrasound diagnosis of rupture", "left implant feels different to the right and its recoil is much slower, consistent with rupture", "hardened", "little uncomfortable". The device remains implanted.